Event description:
A report was received from the USA, the claim has not been confirmed. It is unknown if the device was used during surgery. However, it is also unknown if there was user death or injury. There was no report of pt injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).